Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. Polarity switches were also observed for out of range impedance. It is not known if they were due to high or low impedance. The lead was replaced. No patient complications have been reported as a result of this event.